Manufacturer narrative:
Pump received with broken battery tube threads, broken reservoir tube lip, cracked case from reservoir tube window corners, cracked reservoir tube window and stained end cap sticker. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked at battery side. Customer stated that it was unknown how damaged occurred. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.